Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored with fading lettering. Additionally, investigation revealed that the battery compartment threads were stripped. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen was found to be dim and discolored with fading lettering. A visual inspection of the pump revealed that the battery compartment threads were stripped. Unrelated to the complaint, evaluation revealed that the label on the back of the pump was torn off/illegible. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was detached from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).